Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an upgrade. Before the patient was discharged on (B)(6) 2020, it was noticed that the atrial lead had an elevated threshold, and x ray confirmed dislodgment. The patient was taken back into the lab for a successful ra lead revision. The patient was stable before, during, and after the procedure.